Event description:
It was reported two chargers were attempted to communicate with the ipg to no avail. The patient last recharged 3 weeks ago at which time the green flashing light was visible; however, stimulation was lost 6 months ago. The patient programmer was also used 3 weeks ago with no telemetry error message. Follow up revealed the patient may replace the batteries for the patient programmer and attempt to recharge the ipg again. An appointment may be arranged with the sjm representative after further troubleshooting.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.